Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was not returned. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The IFU states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the box of the instrument was opened its resin part was floating slightly but it was used as it was. During the laparoscopic colectomy of the cecum with terminal ileum, the root part of the jaws broke and fell into the cavity. The procedure was completed with another device. They found it hard to locate the 2 mm fragment but it was confirmed by the doctor that it was collected during the procedure. There was no patient injury.